Manufacturer narrative:
The field service engineer determined that a probe and the area around the probe were dirty, with crystallized buildup. The area and probe were cleaned. System reagents on board the analyzer were used past their on board stability time. Calibration and controls recovered acceptably. The customer repeated a few patient samples and the issue could not be reproduced. The alarm trace showed no abnormal alarms around the time the sample was pipetted. Calibration and controls recovered within expectations. The investigation determined the service actions of cleaning resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system on a cobas 6000 e 601 module. The sample initially resulted in an hcg value of 14.70 miu/ml and this value was reported outside of the laboratory. The result was questioned, so the sample was repeated, resulting in a value of < 0.500 miu/ml accompanied by a data flag. The sample was also sent to another site for repeat testing on an unknown analyzer and it resulted with a value of < 0.500 miu/ml. The hcg reagent lot number was 52806501, with an expiration date of 30-jun-2022.